Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 2cm and 3cm depth markings. Microscopic inspection of the split revealed granular fracture surfaces. The split exhibited a wavy shape and material discoloration was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the red and purple luered lumens to be patent to infusion and aspiration. Infusion through the white-luered lumen revealed a leak emanating from the split. The lumen was fully occluded by blood products distal of the split. The split characteristics were consistent with damage caused by over-pressurization. Such damage can occur if power injection is attempted through a non-approved lumen and if infusion is attempted against occlusion. The observed blood product occlusion suggested that catheter maintenance technique may have contributed. A lot history review (lhr) of recx3867 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clinician was called to assess pain at the PICC placement site and noted profpfol leakage out of insertion point. Clinician withdrew 2cm and flushed each "port" and identified micro perforation in white port in catheter body. It was stated that the PICC was placed in (B)(6) 2019. On 4/24/2019: it was reported that the PICC was placed basilic vein (medial side, left) pressure injectable catheter, intradermal injection. ECG verification; ultrasound visualization with modified seldinger technique at bedside ECG; placement verified by x-ray. Np stated "you could see there was propofol leaking out of the insertion point. Withdrew about 2 cm, and had an assistant flush each port with saline. There was a micro-perforation found in one of the ports, about 1.5 cm beyond the PICC insertion point."